Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after implanting this bioprosthetic mitral valve, but prior to coming off of cardiopulmonary bypass (cpb), the valve showed no signs of regurgitation or leak with injection of fluid into the left ventricle, and no space was present between the native annulus and sewing ring of the valve. Upon removal of cpb, paravalvular leak (pvl) appeared to be present from the p1 region. It was reported that it was unclear where or why pvl was present. The patient was placed back on cpb, the mitral valve prosthesis was removed, and a new valve was successfully implanted. When the surgeon was explanting the valve he did not identify any coaptation issues or other possible reasons for the pvl. No additional adverse patient effects were reported.